Manufacturer narrative:
The device was returned to resmed and an evaluation was performed. The evaluation determined that the red screen and the device failure to restart was due to a software upgrade failure. The software was reinstalled to address this issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device displayed a red screen and failed to restart after a software upgrade. There was no patient injury reported as a result of this incident.